Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4)) was confirmed through functional testing and archive data review. The root cause was due to the autopulse platform did not reach the target depth within the specification time due to the defective drivetrain motor. Upon visual inspection, observed cracks on the bottom cover and noticed that the encoder drive shaft does not rotate smoothly, exhibited binding and resistance, unrelated to the customer reported event. The bottom enclosure was replaced and the drive shaft was deburred to remedy the issue. The physical damage appear to have been caused by user mishandling. The autopulse platform failed initial functional testing due to ua16 (timeout moving to takeup-position) error message. The archive data review showed occurrence of ua16 error message on the customer reported event date. The platform did not achieve the target depth for take-up within the specified time due to the defective drivetrain motor. The drivetrain motor was replaced to remedy the issue. The archive data review showed occurrence of ua16 error message on the customer reported event date. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) displayed "align patient" message, the crew aligned the patient. After aligning the patient, the platform displayed "realign band" message, the crew re-positioned the lifeband and secured the patient to the platform. After that the platform displayed ua16 (timeout moving to take-up position) error message and stopped compressions. Immediately, the crew reverted to manual CPR. Per user, the platform never worked from the beginning and displayed error messaged throughout the attempt. No known impact or consequence to patient information was available.